Event description:
It was reported that spectrum infusion pump will not connect to the network. It was further reported that "it is likely that the most recent mdl could not have been downloaded as a result of the connection problems." It was also reported that this issue was discovered during testing, and there was no pt injury.

Manufacturer narrative:
(B)(4). The wireless module was received by baxter and the reported symptom could not be confirmed. The device was tested and met specification. Additionally, the module was coupled with a known good pump, with the baxter (B)(4) gateway configuration installed, making sure the battery and pump are able to communicate with the baxter (B)(4) gateway and receive the ip address and gateway information form the baxter (B)(4) network. No malfunction could be identified.